Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The additional three proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted using four proglide devices in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to a 18fr sheath. Reportedly, the first proglide device did not achieve pulsatile blood flow. The device was not flushed prior to the procedure. A cuff miss occurred with the second proglide device. A third and fourth proglide devices were successfully placed. An angiogram was performed, using the contralateral approach, to check hemostasis of the right common femoral artery which revealed a small trickle of blood and a soft fibrous plaque blocking the artery. A cut down was completed to remove the fibrous plaque, the sutures of the proglide devices and to surgically achieve hemostasis. There was a clinically significant delay of 45 minutes in the procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.